Event description:
Respiratory therapist was removing the hub to trim the et tube shorter when they went to replace the hub into the cut et tube they noted the port that goes into the et tube had separated from the hub and was still in the original tube.